Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that infusion set tubing detached from connector. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.